Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection procedure, the teflon tip fell away during the case. The surgeon retrieved inactive tissue pad using graspers, new instrument opened and case continued. There were no adverse consequences to the pt.